Manufacturer narrative:
Date of event is estimated.

Event description:
Reference manufacturer number: 1627487-2021-00927. It was reported that the patient experiences pain while therapy is enabled. In turn, the patient may undergo surgical intervention to address the issue. Note: since it is not known which device contributed to the issue, all possible devices are being reported on.

Manufacturer narrative:
A system explanted due to uncomfortable stimulation was reported to abbott. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient underwent surgical intervention wherein the drg system was explanted.